Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During impaction of the acetabular liner into the cup, the locking ring detached and came out. After several attempts to impact the liner, it engaged as expected and the procedure was completed without a significant delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated reported event was unable to be confirmed due to limited information received from the customer.DHR was reviewed and no discrepancies relevant to the reported event were found.review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.